Manufacturer narrative:
The reported device was not returned for evaluation. Without the return of the reported device, an exact root cause cannot be determined with confidence. It is possible that the finger switch was inadvertently depressed while being passed to the nurse or while being handled by the nurse, thus initiating ablation or coagulation. Should a switch have become stuck, there are safety features on the quantum 2 controller that include the illumination of a yellow light above the arthrowand icon and an audible tone which is presented during activation. Without the return of the reported device, it is not possible to assess the root cause. The IFU contains warning and precautionary measures to adhere to during use of the device such as: -do not touch the electrodes at the tip of the ambient arthrowand while power is being applied. -do not withdraw the ambient arthrowand while power is being applied. -the electrodes should always be in close proximity or in contact with the tissue to be ablated upon activation of the wand.

Event description:
It was reported that during a procedure using an ambient super turbovac 90 ifs want, one of the buttons got stuck and allegedly burned the nurse on the arm. No further details regarding the severity or the burn or any treatment administered were provided; however, no further pt complications were reported as a result of this event.